Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000149377.

Event description:
It was reported that the patient experienced pain at the ipg site and x-ray imaging revealed migration of one lead. It is unknown which lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.